Event description:
A pharmacist reported that during a vitrectomy procedure, the trocar partially came out of the sclera when the vitrectomy probe was removed. The surgeon had noted that the vitrectomy probe (the rod portion) was rough to the touch, leading to resistance when introducing and removing it from the trocar. The surgeon tried to reintroduce the probe, but there was "a net resistance." The case was completed with a new probe but the same trocar. There was no harm to the patient involved. It was reported that the vitrectomy probe was observed with a microscope, and looked suspicious; it had a strange color and seemed to be "unscrewed."

Manufacturer narrative:
Four lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. No samples have been received for evaluation. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).